Event description:
A customer reported that the system did not work while trying to change to fluid/air exchange during surgery. The infusion system was replaced and the procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has been rec'd, but has not yet been evaluated. A root cause has not been identified. (B)(4).